Event description:
"The post-needle removal safety system failed. The operator who removed the device injured himself with the needle, which was exposed due to the malfunction. The operator received a minor injury. Admission to the emergency room for checks due to biological risk. Tests were performed on both the operator and the patient. All tests were negative."

Manufacturer narrative:
Device history record: batch record file number (B)(4) was reviewed: the batch was manufactured within the specifications and no discrepancy was observed during inspection steps. No other similar complaint was reported on the (B)(4) units released in 12/2024. Summary of investigations no device was returned preventing a thorough investigation. No pictures/videos of the complaint sample/observed defect were transmitted. Complaints database review: the complaint data base was verified: no increasing trend for this type of incident has been highlighted. Root cause without the involved sample, conclusive pictures/videos of the defect, no root cause can be identified. Conclusion no thorough investigation can be performed without the concerned sample/conclusive picture-video, preventing the determination of the root cause of the met defect. In the future, please retain the sample so that a complete investigation can be carried out. If a new conclusive element become available, the complaint will be reopened for further evaluation. This type of incident is rare (<0.001%). No actions plan is foreseen at this time.